Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit with serial number (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 assay performed within specifications. The estimated specificity at the customer site, based on the reported results, was calculated to be 99.84%, which is consistent with the claimed specificity of the assay. The investigation was limited by the unavailability of confirmation testing using an independent immunoblot analysis. Additionally, sample quality issues, such as hemolysis, could not be excluded as contributing factors. Drifting quality control results over time suggested potential issues related to reagent and/or process control handling, storage, or instrument maintenance. The root cause of the reported event could not be definitively determined based on the available information.

Event description:
The initial reporter alleged that false positive results were generated with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit throughout the year 2023. The customer reported 10 samples from 10 different patients that were repeatedly reactive with the anti-hcv g2 elecsys e2g 300 assay but were non-reactive when tested on the abbott architect system. The customer considers these results as false positives based on the comparison to abbott architect results. No confirmation of the reactive results with an independent immunoblot analysis was available. The samples in question were from non-healthy patients, all of whom were on medications. The customer indicated the use of gel separation tubes (3.5 and 4 ml) for sample collection but could not confirm whether the samples were lipemic, hemolysate, or icteric. Some samples were noted to show hemolysis. Four of the 10 samples were available for further investigation, but two of these did not meet sample quality specifications due to hemolysis.